Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a cracked lcd window. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 55 alarm confirmed in the formatted history file on (B)(6) 2025 18:25:03.000 and (B)(6) 2025 18:35:00.000. As per global logic analysis, pump error 55 alarm (file number: 39 line number: 691), suspected on hw. In further review of the formatted history file 2 days prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: (B)(6) 2025 13:01:06.000 unable to test for sensor expired alert due to critical pump error (open book image) alarm. Sensor expired alert was unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.70 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the screen/display of the pump during analysis. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 55. Critical pump error (open book image) alarm and pump error 55 alarm confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump screen because the infusion accidentally caught on a doorknob and pulled the infusion set tubing and the belt clip, which caused the pump to drop. The customer reported no adverse event. The event involved product(s) mmt-432ak, mmt-1884. Troubleshooting was performed and the serialized device be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-432ak. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.